Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited an upstream occlusion error. No patient injury was reported.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR: 3012307300-2022-17061. The report was submitted in error.